Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted on may 02, 2017.

Event description:
Per the clinic, the patient developed an infection after suffering an impact to the implant site. The electrode array extruded. Subsequently, the device was explanted on march 16, 2017.